Event description:
The customer reported that there was a stator not on error message. This error may cause the system to shut down uncommanded. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable assembly was replaced. The system was then found to be operating as intended.